Manufacturer narrative:
Customer advised the device is available but it has not been returned yet.

Event description:
Allegedly, during a laporoscopic procedure, one of the jaws broke off of the instrument into the patient's abdomen. The broken piece was retrieved and the hospital reported there was no injury to the patient.